Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was hospitalized for one day due to right atrial (ra) lead dislodgement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.